Manufacturer narrative:
Concomitant medical product(s): model: ddbb1d1, implantable cardioverter defibrillator (ICD); implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an allied health professional (ahp) called in regarding some unusual electrogram (egm) sensed events on the patients right ventricular (rv) lead. Some of the episodes appear two have "extra" sensed events between dominant complexes. However, the extra events don't appear to be t-waves. Based on morphology of events they also don't appear to be electromagnetic interference (emi) or due to a lead integrity issue or previously abandoned lead(s). Follow up was conducted with the original ahp reporter. The ahp was able to look at the patient's file and verify that no reprogramming has been completed at this time. The ahp did indicate the patient had been hypoglycemic and hypokalemic. Ahp indicated the physician thought the sensing issue may have been related to the patient¿s condition. The lead remains in use. No patient complications have been reported as a result of this event.